Event description:
Patient suffering from stable angina at time of procedure. One lesion was treated three months ago. The lesion was located in the mid left anterior descending. One endeavor stent was implanted (2.50x24mm stent). Three days post implant, the patient suffered a stent thrombosis. Revascularization was performed an indication for revasc history or recurrent angina pectoris related to target vessel and signs of ischemia at rest or during exercise test. Angiography showed evidence of thrombosis. Patient was taking asa and clopidogrel/ticlopidine 24 hours before the event. Investigator indicated that the event was related to the stent. Patient has been treated successfully with low molecular heparin & gbiib iiia. Please note that this model number en25024x is not distributed in the us.

Manufacturer narrative:
Lack of information.